Event description:
It was reported that universal modular electric/battery single trigger handpiece failed during knee surgery. There was no pt harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.